Manufacturer narrative:
Analysis on the returned instrument was not able to verify when attached to a known good tracker and returning a divot error of 2.8 mm and 3.0 mm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. During the procedure, the surgeon had to manipulate the instrument to get it to verify. When verified, the instrument was not accurate. The procedure was continued by navigating with the straight probe. The manufacturer representative tested the suction and was not able to get it to verify (would not go below 2.6mm). There was no procedure delay. Navigation and imaging were not aborted. There was no impact on patient outcome. No complications were reported/anticipated.